Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported bleeding, jaw discomfort, and sensitivity. The dentist recommended stopping use of byte aligners because the teeth will not allow the aligners to get a good grip and patient has signs of receding gums in certain areas. Patient initials: (B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.